Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone16.2 cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated the patient had to remove their pod because the pod site became swollen, warm, red, throbbing pain and developed a ¿hot knot¿ underneath. The pod had been worn between 4 and 24 hours. On (B)(6), 2026, the patient went to the emergency room because they developed an infection on their arm. The hospital visit lasted approximately 1 hour and 30 minutes. The patient was diagnosed with a cellulitis infection and was prescribed doxycycline twice a day for seven days. The pod was discarded. Treatment was resumed following the medical event.